Manufacturer narrative:
(B)(4): explant of intraocular lens, overcorrection.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to the patient''s vision being overcorrected. A new lens was implanted in the eye. No further informaiton has been provided.

Manufacturer narrative:
(B)(4). The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection showed the lens was in one piece. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis toric acrylic 1-piece intraocular lens. Some shallow scratches were present. There was a mark observed on one side of the optic potentially caused by the method of transport, creating a stain on the optic. Visual inspection of the return sample did not show non-conformances related to the iol design or manufacture. A review of the manufacturing records was performed. There were no associated nonconformity material reports with respect to the production order. Sterilization batch was released and there were no non-conformances. Results of environmental control showed there were no nonconformances. The production order was not produced under deviation. There were no process and/or material changes within order number. Based on the manufacturing record review and historical review no non-conformances were identified. The product met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.